Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes one specimen clotted after collection. There was no health impact or consequence reported.

Event description:
It was reported while using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes one specimen clotted after collection. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes; d.9. Returned to manufacturer on: 26-jun-2024. Investigation summary: bd received 15 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for clotting with the incident lot was not observed as all product specifications were met. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.